Manufacturer narrative:
An evaluation of the provided information has been made available. The device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. Review of incoming information: the journal article states that the patient received the implant and is being monitored due to pain and stiffness. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The journal article "evaluation of satisfaction and durability after hemiarthroplasty and total shoulder arthroplasty in a cohort of patients aged 50 years or younger: an analysis of discordance of patient satisfaction and implant survival" from josef k. Eichinger, md, mc, ltca, lindsay r. Miller, bsb, timothy hartshorn, mdc,xinning li, mdd, jon j.p. Warner, mde, laurence d. Higgins, mdb was received. It stated that the patient received an a.s. Stem and is being monitored due to pain and stiffness.